Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema implantation site, infection implantation site, drainage, pain, and cellulitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings: ¿the product must not be injected into blood vessels. Introduction of juvéderm voluma® xc into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft tissue fillers, for example, after insertion of the needle, and just before injection, the plunger rod can be withdrawn slightly to aspirate and verify the needle is not intravascular, inject the product slowly and apply the least amount of pressure necessary. Rare but serious adverse events associated with the intravascular injection of soft tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur (see health care professional instructions #14). ¿ product use at specific sites in which an active inflammatory process (skin eruptions such as cysts, pimples, rashes, or hives) or infection is present should be deferred until the underlying process has been controlled. Precautions: ¿as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: ¿all device/injection-related aes after repeat treatment were mild to moderate, required no action, and resolved without sequelae. Generally, device/injection-related aes were less severe after repeat treatment compared to initial/touch-up treatment, and most resolved within 3 months. Similar to the initial/touch-up treatment, 3 subjects experienced a device/injection-related ae that lasted more than 180 days, but all resolved without requiring any treatment. Device/injection-related adverse events occurring in = 1% of subjects included injection site swelling (0.6%), injection site pain (0.6%), and injection site papule (0.6%). ¿the following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery. ¿two subjects (0.7%; 2/270) reported 3 serious adverse events (saes) that were considered to be related to the device. Approximately 6 months after treatment, after being scratched near the treated area by a tree branch, one subject experienced inflammation under the left eye all device/injection-related aes after repeat treatment were mild to moderate, required no action, and resolved without sequelae. Generally, device/injection-related aes were less severe after repeat treatment compared to initial/touch-up treatment, and most resolved within 3 months. Similar to the initial/touch-up treatment, 3 subjects experienced a device/injection-related ae that lasted more than 180 days, but all resolved without requiring any treatment. Device/injection-related adverse events occurring in = 1% of subjects included injection site swelling (0.6%), injection site pain (0.6%), and injection site papule (0.6%). ¿the subject also experienced nodularity in the right cheek approximately 7 months after treatment. The second subject experienced lumps in the cheeks approximately 7 months after treatment. A couple of days before the onset, the subject experienced myofascial pain and body aches. Treatment of the saes included topical steroids, oral antibiotics, intralesional steroids, anti-inflammatory medication, and hyaluronidase. All events resolved. Instructions for use: ¿with patients who have localized swelling, the degree of correction is sometimes difficult to judge at the time of treatment. In these cases, it is better to invite the patient back to the office for a touch-up treatment. ¿patients may experience treatment site responses, which typically resolve within 2 to 4 weeks. Ice may be applied for a brief period following treatment to minimize swelling and reduce pain. ¿within the first 24 hours, patients should avoid strenuous exercise and extensive sun or heat exposure. Exposure to any of the above may cause temporary redness, swelling, and/or itching.

Event description:
Healthcare professional reports injection site swelling on the right side that "looked like a general infection" 3 days after juvéderm voluma® xc injection in the cheeks. Doctor noted 0.5 cc's of pus. Clindamycin was prescribed and the patients symptoms improved. The following day, "patient felt better and no pus present." The patient "looked better and symptoms looked to be resolving" the next day. Three days after symptoms apparition the patient declined to come into the office. Two days later, the patient again experienced a small amount of pus. The following day, "nothing." The patient again cancelled the follow up appointment on the next day. After 2 days of no pus, the patient was seen and reported a small amount of pus. Treatment of hylenex was used to dissolve product. Later that day the patient had swelling and discomfort in right cheek and went to ER. Patient admitted to hospital and was given a vancomycin IV. Cbc normal test results. Blood culture normal. Had CT scan and results negative for abscess. Diagnosis most likely cellulitis. The following day patient felt better, no pus and remaining on antibiotics. "A little swelling and soreness" reported the next day. Patient's face swelled up again the following day and another CT scan is scheduled. Symptoms ongoing. The patient has previously experienced a "bad allergic reaction to hair dye." Previous juvéderm vollure¿ xc injection to the mid face 2 weeks prior to symptom apparition. Further reports note that 3 weeks after injection a CT scan was positive for abscess. Patient transferred the hospital for surgical incision and drainage by a plastic surgeon. Report is that the abscess was approximately the size of a lima bean. The following day patient was discharged and provided zyvox. Three days later, the swelling has subsided and the patient reports "doing well." Approximately a week later, a slight amount of induration was noted and patient states "doing much better." The following week, patient reports new swelling in the area. A follow up exam with the plastic surgeon was completed that day. The next day, patient returned to the injecting office and advised that the plastic surgeon said there was no need for concern and "nothing else to do." Patient was visibly upset and asked injector to help. The area looked mildly swollen with minimal redness. Patient and injecting physician agreed to "express the area to see if there was any discharge." Patient was cleaned and prepped, lidocaine was administered for comfort, and an 18g needle was inserted into the swollen area and no discharge was found. Healthcare professional injected 0.4ml of hylanex and 0.3ml of kenalog 10 in the area. A new CT scan was scheduled. Orders for a CT scan face: maxillary (r) with contrast faxed to the imaging center. Injector also referred patient to an additional provider for a second opinion. The following day, patient reports no change in swelling or appearance. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00613 ((B)(4)). This MDR is being submitted for juvéderm voluma® xc.